Event description:
It was reported that the patient experienced an unknown fluid leak with an inflatable penile prosthesis (ipp) leading to it being previously explanted. A reimplant surgery was performed in which a new spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the source of the fluid leak was not identified during the procedure. The patient did not experience any adverse events and was said to be recovering well after the surgery. No more information available at the moment. Should pertinent additional information become available, it will be provided.